Event description:
It was reported the balloon dilator could not be deflated and became stuck inside the scope channel. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5 - updated. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the balloon dilator could not be deflated and became stuck inside the scope channel. The issue occurred during a therapeutic endoscopy procedure. There was no reports of delay. There were no reports of patient harm.